Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that the last time they turned the device off "maybe a month ago", they lost their program and when they turned it back on, it was on a different program and they had to mess around with it for a while to finally get it back to the one the healthcare provider had it on. Patient services (ps) reviewed how to turn stimulation off and on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.